Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and uterine perforation ('migration/uterus perforation / migration of essure device location of device: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff didn't undergo essure confirmation tests". The patient's medical history included pregnancy with contraceptive device, multigravida and multiparous (live births - 2002, 2012 and (B)(6) 2013). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), complication of device insertion ("unable to implant essure into left fallopian tube") and procedural haemorrhage ("small vessel bleeding requiring stitches") and was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, complication of device insertion and procedural haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered complication of device insertion, fallopian tube perforation, pregnancy with contraceptive device, procedural haemorrhage and uterine perforation to be related to essure. The reporter commented: received treatment for perforation : yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: pfs received : events- "pregnancy (termination), device ineffective, unable to implant essure into left fallopian tube, small vessel bleeding requiring stitches and plaintiff didn't undergo essure confirmation tests" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and uterine perforation ('migration/uterus perforation / migration of essure device location of device: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation tests". The patient's medical history included pregnancy with contraceptive device, multigravida, multiparous (live births - 2002, 2012 and (B)(6) 2013), kidney stone and c-section (c-section 2002. C-section 2()12. C-section (B)(6) 2013. Essure procedure ( rt tube only) (B)(6) 2015). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), complication of device insertion ("unable to implant essure into left fallopian tube") and procedural haemorrhage ("small vessel bleeding requiring stitches") and was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, complication of device insertion and procedural haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered complication of device insertion, fallopian tube perforation, pregnancy with contraceptive device, procedural haemorrhage and uterine perforation to be related to essure. The reporter commented: received treatment for perforation : yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: quality safety evaluation of ptc. On 19-mar-2020: medical record received- reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and uterine perforation ('migration/uterus perforation') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation and uterine perforation outcome was unknown. The reporter considered fallopian tube perforation and uterine perforation to be related to essure. The reporter commented: received treatment for perforation : yes quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter information added. This case become incident. Previously reported event "injury to herself" updated to fallopian tubes perforation, migration/uterus perforation. Essure implant and explant date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.